Event description:
Staff members placed the resident in an extra large toilet sling to transfer her from a chair to her bed. When they lifted her up off the chair, her rear end slid through the sling. She hit the ground with her buttocks first then fell back, hitting her head on the ground. The resident suffered a laceration to her head, requiring 8 staples to close the wound.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjo hospital equipment ab (registration (B)(4)) on behalf of the MFR arjo hospital equipment ab (registration (B)(4)). The facility informed the arjohuntleigh service tech during the on-site investigation that they had never been in-serviced on the use of the toilet slings. Arjohuntleigh sales has been notified in order to set up in-servicing for relevant personnel. Additional information will be provided following the conclusion of the manufacturer's investigation.